Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine in-clinic device check, this right atrial (ra) lead exhibited low out of range pace impedance measurements of less than 200 ohms. Additionally, it was observed that there was an increase in ra threshold measurements, up to 5 volts. No noise was noted on the ra lead. The patent is expected to see the physician to determine a plan of action. The ra lead remains in-service at this time. No adverse patient effects were reported. Additional information was received that this ra lead subsequently exhibited oversensing, pacing not delivered when required and loss of capture with no asystole. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine in-clinic device check, this right atrial (ra) lead exhibited low out of range pace impedance measurements of less than 200 ohms. Additionally, it was observed that there was an increase in ra threshold measurements, up to 5 volts. No noise was noted on the ra lead. The patent is expected to see the physician to determine a plan of action. The ra lead remains in-service at this time. No adverse patient effects were reported.